Event description:
As part of a retrospective complainant review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that the vns pt was experiencing increase in seizures, not above pre-vns baseline. Pt was also complaining about blurred vision, headache and dizziness. However, current information may suggest a possible relationship to the short-circuit condition of the implanted lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.